Event description:
It was reported that the cable for the external pulse generator (epg) was "damaged" and needed to be replaced. The status of the cable is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 5318. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).